Manufacturer narrative:
Concomitant: product ID 399930, lot# j0542933v, implanted: 2005-(B)(6), explanted: 2006-(B)(6), product type lead, product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2006-(B)(6), product type extension, product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2006-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted on their sciatic nerve and it caused them so much pain that they had to take the device out. All equipment was removed on 2006-(B)(6). The patient noted that the stimulation was not relieving their pain at the time of explant.